Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Visual analysis of the return device found the side car-rx presented pushback out of specification. Functional evaluation was performed and found the guidewire would load and unload through the side car-rx (guidewire port) without issue. The evaluation concluded that during procedure, manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic sphincterotomy (est) procedure. According to the complainant, during the procedure, the side car-rx (guidewire port) was pushed back causing difficulty inserting the basket into the bile duct. The procedure was completed with this device. There were no patient complications reported as a result of this event.